Event description:
The complainant has reported that a pt underwent therapeutic median esophageal stenting procedure for treatment of esophageal carcinoma. The suture of the ultraflex esophageal stent broke after approx 2 cm of the stent had deployed. The physician retrieved all of the stent system via manual retrieval (no use of biopsy forceps). Moderate bleeding was noted. Another of the same product; an ultraflex stent was successfully placed. Two days post-op, the pt was noted to be in good condition.